Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer was contacted via phone call to verify that he had received a shipment. The customer reported that he had recently been experiencing low blood glucose levels which were treated via manual injection. The customer also reported having a blood glucose level of 50 mg/dl which was treated with food. Blood glucose level near the time of the call was 119 mg/dl. The insulin pump was not replaced or returned for analysis.